Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -09.50. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 -09.50 diopter implantable collamer lens in patient's right eye on (B)(6) 2016. Excessive vault was noted. The lens was explanted and exchanged on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: dimensional inspections are within specifications. (B)(4).

Manufacturer narrative:
Corrected data: previous diopter -09.50 diopter is incorrect, correct data is -8.25/-0.5/79 diopter. Additional data: review of the file indicates that the lens was not implanted in accordance with the dfu requirements, patient age below 21 or over 45 years. Product evaluation: product evaluation found that the lens was returned in liquid in the lens container, but there was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).